Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial filed report, while it was initially reported that the dislodged stent of a 2.25x23 xience v rx stent delivery system (sds) was deployed at an unintended site, abbott vascular returned goods lab received both the delivery system and the stent. Additional information received indicated that the stent was actually not deployed at an unintended site, but was successfully retrieved from the anatomy instead. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 2.25x23 xience v rx stent delivery system (sds) was advanced against resistance toward a heavily calcified, de novo, 95% stenosed lesion in a heavily tortuous distal left anterior descending (lad) coronary artery, and the stent was unable to be visualized on angiogram. The stent was then angiographically confirmed to have dislodged proximally from the balloon and onto the shaft. Reportedly, dislodgement was due to heavy calcification. Resistance was felt against the vessel calcification during advancement and force was applied. After a failed attempt to snare the stent, the decision was made to deploy the stent partially at the target lesion and partially outside the target lesion (proximal) in the lad, using the same sds. The target lesion was treated via plain old balloon angioplasty with an unspecified balloon. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.